Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode with noise and oversensing. Technical services (ts) reviewed device episode data and determined that this noise was most likely sense b artifact. In-clinic patient testing, chest x-ray, and reprogramming to new vector were recommended. During in-clinic testing, isometrics were done and recreated the noise in the alternate vector. A chest x-ray was done. It was noted that reprogramming will be done at next device check. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system has been explanted due to oversensing of noise causing inappropriate shocks. The physician elected to replace it with a transvenous system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode with noise and oversensing. Technical services (ts) reviewed device episode data and determined that this noise was most likely sense b artifact. In-clinic patient testing, chest x-ray, and reprogramming to new vector were recommended. During in-clinic testing, isometrics were done and recreated the noise in the alternate vector. A chest x-ray was done. It was noted that reprogramming will be done at next device check. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode with noise and oversensing. Technical services (ts) reviewed device episode data and determined that this noise was most likely sense b artifact. In-clinic patient testing, chest x-ray, and reprogramming to new vector were recommended. During in-clinic testing, isometrics were done and recreated the noise in the alternate vector. A chest x-ray was done. It was noted that reprogramming will be done at next device check. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system has been explanted due to oversensing of noise causing inappropriate shocks. The physician elected to replace it with a transvenous system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.